Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer experienced low blood glucose (bg) in the 40s (mg/dl). The customer over-corrected for low bg and experienced elevated bg, however, a specific value was not provided. No additional patient or event information was available.